Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that error 252 occurred. The ports were not in place when the issue occurred. The intuitive tech support engineer (tse) advised that the error indicates the surgeon side console (ssc) was not connected when the system was powered on. The tse advised the biomed reporting the issue to conference with a technician to perform a hard power cycle with a blue fiber cable reset, but this did not resolve the issue. The procedure was continued laparoscopically.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.